Manufacturer narrative:
An event of leakage, enlarged heart and shortness of breath was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2015, a trifecta valve was implanted and a concomitant coronary artery bypass grafting and tricuspid annuloplasty procedures were performed. In (B)(6) 2018, mild ar was observed at the lcc and ncc stent post. The physician suspected the cusp was torn around the leakage area. During a follow-up visit on an unknown date, leakage was observed to be moderate. Mitral regurgitation was observed and the patient's heart was noted to be enlarged. The patient presented with symptoms of shortness of breath. In (B)(6) 2018, the patient suddenly became exacerbated and was brought to the hospital. While en route to the hospital, the patient expired due to cardiac arrest in the ambulance. No autopsy was performed. The implanting physician reported the patient may have been affected by myocardial infarction during the implant procedure of the trifecta valve.